Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: event date is unk. It was reported to boston scientific corp that a button replacement gastrostomy device was used during a gastrostomy procedure. According to the complainant, approx one week post procedure the connection between the button and the straight adapter became loose. The condition was improved when using a spare straight adapter. It is believed that the problem is with the straight adapter. The procedure was completed using another button replacement gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.